Event description:
It was reported that during an unspecified ear surgery, it was observed that the motor device displayed an e2 error code and then shut off. There were no delays to the planner surgical procedure as an identical spare device was available for use. The surgery was successfully completed with the spare device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.